Event description:
The customer was hospitalized for high bgs and dka. It was reported that the customer took some medication and bgs were high. An hour later the customer had contractions. Troubleshooting was performed. The programming, insulin concentration, and bolus history on the pump were correct. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the set and used manual injections per md protocol.